Event description:
During a lap hysterectomy procedure, while using a uterine manipulator with the instrument, the active blade broke off of the instrument. The doctor managed to find the active blade in the patient and retrieved the tip through the trocar. The doctor tried a second instrument, started resecting tissue and while in the middle of the resection, the active blade broke off the second instrument. A third device was used to complete the case with no patient consequence. An x-ray of the patient didn't show any trace of the active blade within the patient.